Manufacturer narrative:
The lead was capped, therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2014, the customer reported according to the sales representative this lead was capped on (B)(6) 2013 due to failure to capture. There were no other adverse patient events reported. He lead was actively implanted for approximately 6 years, 7 months. Updated info rec'd from the customer on (B)(6) 2014 the customer reported according to the sales representative this lead was capped on (B)(6) 2013 due to failure to capture. No subsequent device or clinical adverse events have been reported.